Event description:
It was reported, that the lvp 8100 infused too fast. Customer would like to send pcu and lvp in for investigation. A patient incident was reported.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the pump infusing too fast was not confirmed or replicated during a review of the logs or during testing. Based on log analysis results, a basic infusion was programmed as a primary infusion at 8:11 am, showing a rate of 25ml/h and a vtbi of 60mls. The pump module infused until 9:47am when the unit was paused and channeled off. The total volume was recorded as 38.046ml. The user then restored the infusion at 9:55 am, at a rate of 25ml/h and a vtbi of 21.954mls. The pump module infused until 9:56 am when the unit was paused and channeled off. The total volume was recorded as 38.046ml. Test results from the over infusion test performed on the source device, consisting of a 1-hour rate accuracy test confirmed the pump module is within specification and operating as intended. Device inspection: upon completion of testing, customer¿s source device was disassembled, including the pumping mechanism from the bezel assembly for an internal examination. Overall, the internal components and cable connections were observed in good condition. No contamination was observed with the internal components or on the mechanism assembly. No obvious issues or anomalies were identified with the source device during the internal inspection. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s experience with an over infusion was not determined. Customer¿s returned source device was confirmed operating within specification based on the test results. Device history review: a review of the device history record showed the device had a manufacture date of 28apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Event description:
It was reported that the lvp 8100 infused too fast. Customer would like to send pcu and lvp in for investigation. A patient incident was reported.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the lvp 8100 infused too fast. Customer would like to send pcu and lvp in for investigation. A patient incident was reported. Although requested further information was not given.